Event description:
A guidewire was inserted into the vessel, and the vessel closed off. Upon withdrawal, it was noted that the tip of the wire was missing.

Manufacturer narrative:
The following analysis has been performed on the returned product. Visual examination: light optical examination of the ptfe sleeve found the sleeve to be pushed back proximally from the tip. Traces of blood residue wer noted on the guidewire's tip area. The tip was then ultrasonically cleaned, and when gently touched with a toothpick, it was noted that the distal most coilwire loop was fractured. No fractures were noted in the corewire. It was intact. Despite the fractured coil wire, the tip was intact and the reported problem could not be verified. It is suspected that the account may have perceived that the tip was missing, based on the appearance of the pulled back pfte sleeve. The corewire was not fractured and there were no missing pieces. The coilwire was in position, but fractured and the pfte sleeve was pushed back from the tip. Manipulation of the struck shinobi-design guidewire with the ptfe over the tip can result in movement of sleeve. A lot history review revealed that no other complications of this nature have been received from products from this sterile lot number.